Event description:
It was reported during an angiogram for chest pain, externalized conductors were observed on the lead. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
Initially reported as model 1580, sn (B)(4). Correct sn identified.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.